Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl and received calibration errors and sensor alerts on her sensor. Customer stated it gave a low reading when her blood glucose was actually high. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.